Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported difficulty in hearing with the device since the past five days. According to the parents, he may have suffered a blow to the implant side or a fall. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient reported difficulty in hearing with the device since the past five days. According to the parents, he may have had a blow to the implant side or a fall.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The recipient reported difficulty in hearing with the device since the past five days. According to the parents, he may have suffered a blow to the implant side or a fall.